Event description:
It was reported that the implant fell from guide pin on the floor, during clinical procedure, implant was never placed. Tooth site #19 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2024-01127. H6 device code has been corrected from 4043 to 2907. The following sections are being reported: h2: if follow-up, what type. H6: device code(s). H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation, implant shows signs of wear/use. Bone debris can be observed in the threads. No malfunction identified with implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No malfunction/damage identified on implant. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.